Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low and lower peep (positive end expiratory pressure) than set were confirmed. Ventec replaced the external flow module (efm), exhalation control module (ecm), internal flow transducer (ift) and the control board as a precaution, which resolved the reported issue. Proper device operation was then observed through functional and performance testing.

Event description:
It was reported that the device needed maintenance. During the device's evaluation, ventec observed that the exhaled tidal volume (vte) levels were low and the ventilator measured lower peep (positive end expiratory pressure) than set. There was no patient involvement associated with the reported event.